Event description:
On (B)(4) 2014, information was received from the patient indicating they had not had therapeutic effect since implant. The patient had a trial in december and it worked; the patient was pain free and ¿it was like a miracle.¿ since implant, the patient had terrible pain; yesterday was ¿probably the most painful day of the patient¿s life.¿ the device system was implanted for neuropathy. The hcp (healthcare provider) checked the pump with an 8840 programmer every day that the patient saw him. The patient was currently seeing the hcp twice a week to increase the drug. The hcp told the patient that he could only increase it so much because too much would be fatal. The device system was delivering morphine. On (B)(4) 2014, additional information was received from the patient indicating they did have concerns with their device and therapy, and they were working with their hcp. The patient also had appointments every monday and wednesday. The patient had also indicated that they had not sought further help. Per the patient the trial was perfect, 0 pain, now that device was implanted the pain is 7-8. On (B)(4) 2014, information was received from the patient. Since having the pump implant, the patient reported "it just doesn't work", meaning that the patient was getting close to no pain relief. The reporter noted the hcp had increased the pump "up, up, up" twice a week since implant and had also added 2 other drugs to the pump, and noted "the other day" the hcp increased it by 20%. The patient was is in a lot of pain because the hcp had taken most the oral pain medication away and they were taking a "minimum" amount of oxycontin. The patient tripped and fell a couple days after the pump implant, and that the hcp was aware of this fall. The reporter was redirected to the patient's hcp. On (B)(4) 2014, information was received from a representative indicating dye study was being performed (results not provided), and they were troubleshooting the system. The medications infused were clonidine, prialt, and morphine. On (B)(4) 2015, information was received from the patient. They reported that their hcp replaced the catheter on (B)(6). Their hcp told them that only one of the holes on the catheter had medication flowing through it, and all of the others had protein buildup and were not administering medication. The patient also heard that the catheter was bent. The patient reported they were on a high dose of oxycontin for pain relief, and they reported having intravenous immunoglobulin (ivig) therapy. The pump reportedly contained morphine.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).